Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during device preparation of the clip delivery system (cds), one side of the grippers did not move as the other side did; it only moved halfway. Three more attempts were made to move the gripper, but it was the same result. This device was not used in the patient. Another cds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper arm actuation issue was not confirmed during returned device analysis. The gripper arms performed as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported gripper actuation issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.